Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom on (B)(6) 2015, to report that physician had seen a patient for skin irritation from sensor. Sensor was inserted at the abdomen on (B)(6) 2015. Nurse described the skin reaction as itching, redness and bumps around the sensor adhesive. Patient was seen for this skin reaction on (B)(6) 2015. Doctor recommended that the patient treat the affected area with over-the-count (otc) cortisone cream. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).